Event description:
On 23-jul-2025, the user reported being unable to unlock their ilet despite multiple attempts, including holding the wake button, swiping to unlock, and charging the device. Later the same day, during a follow-up call with their certified diabetes specialist (cds), it was noted that the screen remained unresponsive after these steps. The cds reported the device had cracks consistent with being dropped. An overnight replacement device was issued. No blood glucose impact was reported, and no medical intervention was required.